Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, uncontrolled endocrine illness, peri-implantitis, infection, pain, swelling, inflammation, mobility.